Event description:
It was reported that patient experienced high impedance during pre-op for battery replacement. It was requested by patient to not have leads replaced if the swap of battery did not resolve the issue, but consented for exploratory of leads. When generator was replaced, patient was interrogated and high impedance was still found. It was noted that upon observing the leads, no breakage was seen in the visible portion but white liquid was found inside the leads. Patient has been rescheduled for lead revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later found from programming history database periodic review that patient was seen with high impedance. It was later reported that patient was seen in clinic with high lead impedance. Referral is being sent over for new lead replacement and a battery change. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.